Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the registration was corrected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was registered and enrolled in the remote monitoring network with the incorrect serial number. An incident ticket was created to resolve the issue. No patient complications have been reported as a result of this event.